Manufacturer narrative:
The device was received by baxter, and an evaluation is complete. An external/internal inspection was performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device failed the electrical rite testing (but passed under further testing) and failed the functional rite testing due to volumetric accuracy exceeded limits. The device did not meet product specification related to the rite failure. Upon completion of the investigation, the volumetric accuracy problem was verified via the sample analysis and the cause was identified to be deteriorated piston foam. The piston foam was replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined that the homechoice device failed fluid volume accuracy testing for over delivery. There was no patient involvement. No additional information is available.